Event description:
While servicing the device, the philips authorized service personnel (asp) discovered an error message, pad connector not connected. There was no reported patient or user involvement and no adverse patient/user impact.